Event description:
A surgeon reports explanting an intraocular lens due to intraocular inflammation. No details were provided concerning the source or extent of inflammation. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by e-mail on 02/21/2007 and 03/19/2007. To date, further info has not been received.